Manufacturer narrative:
The patient's medical records were received and a clinical investigation was completed. Based on 26 pages of medical records information it appears that on (B)(6) 2015, this patient was admitted into the hospital for acute coronary syndrome, heart failure with an ejection fraction of less than 40, hypertension, cardiac arrest, atrial fibrillation and history of ventricular tachycardia. He was discharged home on (B)(6) 2015. Medical records do not contain hospital admission assessment, history and physical, lab results, diagnostic results, medication record or progress notes from (B)(6) 2015 or (B)(6) 2015 for review. According to the pdrn, the patient was still completing pd treatment at the time of the heart attack, but she did not know if the patient was connected to the machine at the time of the event. The pdrn stated the patient was admitted to the hospital on (B)(6) 2015 and then was placed on hospice care. There is no documentation in the medical record that indicates there was a causal relationship between the patient's liberty cycler and the patient's hospitalization. Patient has a history of ventricular fibrillation and had recently been seen by the cardiologist for atrial fibrillation. The patient's placement on hospice services reveals patient's condition is compromised. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted y the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2015, the patient was hospitalized for acute coronary syndrome, heart failure with an ejection fraction of less than 40 percent, hypertension, cardiac arrest, atrial fibrillation, and a history of ventricular tachycardia. The patient was discharged on (B)(6) 2015.

Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a patient experienced a heart attack and was hospitalized on (B)(6) 2015. The patient has been placed on hospice care and medical records have been requested.